Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine) and a non-penumbra sheath. It was reported that the patient had a distinct anatomy with a duplicated popliteal vein. During the procedure, the physician attempted to access one of the duplicated popliteal veins with the cat12; however, the access was not successful. Therefore, the physician decided to re-access the larger popliteal vein with the flash catheter. After access was gained with the flash catheter, it was noticed that the flash tubing was illuminating flashing red light. Therefore, the flash catheter and the flash tubing were removed. The physician completed one pass using a new flash catheter over the guidewire. The guidewire was then removed, and the physician decided to do one more pass without the guidewire. When the flash catheter was advanced for a second pass, a perforation was noted from the femoral vein at the mid thigh level. A final venogram revealed the perforation had resolved on its own. Since there was a significant clinical improvement, no additional intervention or imaging were necessary, and the patient was discharged home. The perforated femoral vein was reported to be an adverse event with a definite relationship to the indigo aspiration system and the index procedure. On 15-mar-2024, information received indicated that the perforated femoral vein was a serious adverse event.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.